Event description:
Report received indicated the patient claimed that the weartime with the wafers decreased from 7 days to 3-4 days this past year. A peristomal skin injury was detected where there was exudate and moisture. On the fourth day when the wafer was changed, the injury was worse and extended beyond the peristomal skin. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report, shall be filed on a supplemental MDR. After investigation, it was found that material number (B)(4) aligns with model number: 183910, expiration date: 09/30/2015 and device manufacture date: 09/22/2010. The batch record review was performed. In process sampling of intermediate sub-assemblies and the finished product was performed and documented where appropriate. Components were approved for use. There was no objective evidence to indicate the materials, product or process contributed to this event. This was the first and only case registered for pain under product for this code within the past twelve months.